Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory via review of the device image. The device was tested on the bench and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an internal capacitor anomaly was found to be the cause of the reported extended charge time.

Event description:
New information received indicated that the device was explanted and replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a long charge time alert when the patient presented in clinic after receiving a merlin.net device transmission.